Manufacturer narrative:
25 unused catheter securement devices were returned for evaluation. Visual inspection of the devices found them to be adhered to the fixture and the catheter was threaded through lockit. Functional testing of the devices included setting the tensile tester to pull at 12 in per minute and stop at 6 in; noting that if catheter breaks or pulls, it is considered a failure. The 25 samples remained in lockit for duration of the test, indicating an acceptable performance. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex lockit plus regional anesthesia catheter securement device became detached while in use with a patient. The reporter stated the detachment resulted in the catheter pulling out of the epidural space, which caused the epidural pain control to be insufficient. Subsequently, the nurses had to insert a new epidural catheter and a more invasive method of anesthesia intervention was required, noted as either, "general anesthesia or emergency cesarean section". No additional adverse patient effects were reported.